Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # m92h2p. Additional information was requested, and the following was obtained: please clarify: after the clip was fired on the tissue, did the device open? If no: how was the device opened and removed from the tissue? Or was the device difficult to open? Was there any patient consequence? If yes : please explain. Yes , it was not closed after fire. It may be locked by remaining clips. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips and 1 partially formed clip was fed due to an anti-backup failure; in addition, the instrument locked out as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the anti-backup failure. No conclusion could be reached as to what may have caused this condition. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Handles do not open after picking up clips.